Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that there was a broken abutment screw in a implant by biomet 3i. Clinician will try to remove today using explorer and cavitron technique. Requested a screw removal kit. Tooth location unknown.

Manufacturer narrative:
One unknown biomet implant and one unknown biomet screw were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted on the per. Tooth location and time implanted are unknown due to limited information provided by customer. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative device not returned.

Event description:
No further event information available at the time of this report.